Event description:
It was reported that the level sensor was not detecting. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Investigation is in process, but not yet complete.